Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the unit was showing tf:5507. No patient was involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles , the issue reported by the customer could be confirmed. The ventilator issued multiple tf5507 alarms. 2025-02-09 00:45:23 standby off special 507, 2025-02-09 00:26:42 tf : 5507 tech fault 5507, 2025-02-09 00:25:38 tf : 5507 tech fault 5507, 2025-02-08 23:13:13 tf : 5507 tech fault 5507, 2025-02-08 21:20:48 o2 enrichment 79 % setting 373, 2025-02-08 21:20:47 o2 enrichment 79 % setting 373, 2025-02-08 21:20:02 o2 enrichment 79 % setting 373, 2025-02-08 21:20:01 o2 enrichment 79 % setting 373, 2025-02-08 21:19:56 o2 enrichment 79 % setting 373, 2025-02-08 21:19:54 o2 enrichment 79 % setting 373, 2025-02-08 21:19:37 o2 sensor missing alarms 3004, 2025-02-08 19:30:49 tf : 5507 tech fault 5507, 2025-02-08 19:29:20 tf : 5507 tech fault 5507, 2025-02-08 19:28:03 tf : 5507 tech fault 5507. Tf5507 indicates that the air or oxygen inlet valve cannot close properly. The root cause was identified as a defective mixer valve, which was subsequently replaced. Following the replacement, the device functioned as intended.